Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired due to mixed septic and cardiogenic shock. It was reported that the device operated as intended. The device will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. The account reported that the patient expired on (B)(6) 2020 due to mixed septic and cardiogenic shock. The device reportedly operated as intended and there were no device related issues or malfunctions that would have contributed to the patient¿s outcome. It was also reported that heartmate 3 left ventricular assist system (lvas), serial number (B)(6), would not be returned for evaluation. The hm3 lvas instructions for use (IFU) document lists sepsis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Although only sepsis was reported, the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.